Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert due to blank display.

Event description:
Customer reported via phone call that the battery did not last more than 1 week. The blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.